Event description:
The reporter indicated that the meter had been powering on and off during use for the past two weeks. They replaced the battery 4 days prior to calling lfs and the meter would still not power on. During troubleshooting the customer service representative discovered that the patient had to press the battery to allow the meter to power on. On one occasion the patient had to contact the ems, while thier spouse was at work. They had attempted to test and were unable to obtain a reading. They had taken insulin following the attempted use of the meter. The reporter was unable to specify what types of symptoms they were experiencing. They were taken to the hospital, where they received insulin intravenously. The csr confirmed that the patient was using the correct type of test strips, the battery was correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. Issue was not resolved through troubleshooting. Patient's meter was replaced.